Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
Upon initial examination prior to rinsing the 29mm sapien 3 valve, it was observed what appeared to be a piece of immobile black colored particulate, that had adhered to one of the leaflets. Repeated unsuccessful attempts were made to rinse the valve in sterile normal saline to remove the particulate (establish whether or not it was in fact attached/adhered to the leaflet tissue). The thv valve was also irrigated with a syringe with blunt needle attached (additional rinsing pressure with needle and syringe). The particulate could not be removed. The surgeon even attempted to grasp the particulate with sterile forceps, but this proved unsuccessful as well. Concerned this thv was unsuitable for implantation, the decision was made to open a second thv valve. As per medical opinion, there was a potential contamination of the thv valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes. Added new information to d.9 returned to manufacturer and h.6 type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following were observed. One (1) black particulate was located at leaflet cp1 (inflow),1 mm in diameter and one (1) black particulate fiber was located at leaflet cp2 (inflow), 3 mm in length. Imagery was provided from the site and revealed the following: one (1) black speck observed on the leaflet inflow side. The device undergoes multiple 100% inspections during manufacturing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history was performed and no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed from the evaluation of the returned valve. A potential manufacturing nonconformance was identified during evaluation. Per ftir material analysis results, the black particulate showed similar absorption to styrene/acrylonitrile copolymer material and polystyrene is a close match to styrene/acrylonitrile copolymer. Process walk through was performed by manufacturing and there was source of polystyrene present in manufacturing process. Although, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. It is possible a potential manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, ''upon initial examination prior to rinsing the 29mm sapien 3 valve, it was observed what appeared to be a piece of immobile black colored particulate, that had adhered to one of the leaflets''. It is possible that the black particulates were introduced during device handling/preparation as it was observed during the valve rinsing process or at manufacturing process. As such, available information suggests that improper handling occurred during valve manufacturing (ew manufacturing) or device prepping handling (procedural factors) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.